Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Mdrf device code a0106 captures the reportable event of stent obstruction within device. Mdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
This report pertains to one of two devices used on the same patient. Refer to manufacturer report #3005099803-2024-01453 for the associated device information. It was reported to boston scientific corporation that a wallflex biliary stent was implanted for benign indication to treat an anastomotic stricture secondary to a liver transplant during a procedure performed on an unknown date. The patient's anatomy was not tortuous and was not dilated prior to stent placement. On an unknown date, the 10x60 wallflex biliary stent (subject of this report) had migrated and a tissue ingrowth was noted making it difficult to remove the stent. The first stent remains implanted and a second 10x60 wallflex biliary stent was placed stent-in-stent to address the tissue ingrowth. On (B)(6) 2024, during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure, it was noticed that the second 10x60 wallflex biliary stent (subject of manufacturer report#3005099803-2024-01453) had migrated. The physician was able to remove the second wallflex biliary stent and a 10x80 wallflex biliary stent was placed to address the tissue ingrowth on the first stent.